Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon elongated and fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces but was unsure if tampon pieces remained. She made an appointment with her gynecologist to ensure all tampon pieces were removed. She was fine and not experiencing any unusual symptoms.